Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No compromised force sensor system alarm during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer reported that the device was squirting out insulin during manual priming. Blood glucose level near the time of the incident was 176 mg/dl. The customer also reported that the insulin pump had a button error alarm after being kept in a bag inside a cooler. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.